Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that patient presented in clinic for routine follow-up. Upon evaluation, hematoma was found on patient's pocket. Infection was also suspected. Patient's pacemaker, right ventricular and atrial lead was explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.